Event description:
A (B) (6), patient, with barrett's esophagus containing intramucosal carcinoma underwent endoscopic resection followed by argon plasma coagulation in 2005 and 2006. It is unknown if there was narrowing or stenosis after this initial treatment. In 2007 the patient underwent focal rfa due to residual barrett's disease and developed a stricture afterwards, which was successfully dilated two times. Subsequent biopsies in 2007 and 2008 showed no cancer and no residual barrett's tissue. The stricture is resolved.